Event description:
On 14-jan-2026, a other health care professional contacted technical service to report that progressa plus (product code p7501a000032, serial number (B)(6)), had bed exit not sending signal to nurse call. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Upon inspection, baxter technician ran a function test on the head section. It is necessary for the progressa bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Examine and test the communication junction box. Make sure the sidecom communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of bed exit not alarming at the nurse's station were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.